Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received spi to motor pic communication error. The customer's current blood glucose level was unknown. Customer reports they were unable to clear the alarm. The customer also reported that the time advances. The customer also reported that the insulin pump was exposed to pool water. Customer states they see fluid under the lcd. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test or verify a39 alarm or button keypad anomaly due to blank display. Device had flattened act buttons dome switch. No unlocked j2 or lcd keypad connector during visual inspection.